Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother reported that they were not able to get the sensor to start, and after removal, they found the electrode was missing. It was reported that the customer was concerned that the electrode may be stuck in the customer's body. No further information provided.